Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release.  During visual/microscopic inspection, the proximal stent stabilizer was found to be kinked/bent. The stent was found to be intact. The stent delivery catheter was found to be kinked/bent.  During functional inspection, stent difficult/unable to advance or pullback through catheter functional test ¿ unable to test due to broken pusher wire. The stent was deployed on the table, and copious amounts of blood was evident. The distal pusher wire was noted to be broken showing damaged frayed edges.  The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was  confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that when deploying the stent, after tip of the stent was pushed out, the delivery system moved which led to the stent moved down. The stent was not stuck inside the catheter. The introducer sheath was properly inserted all the way into the microcatheter prior to transfer, confirming that there was no gap between the distal end of the introducer sheath and the proximal end of the microcatheter shaft. The same microcatheter was used to finish the procedure. When advancing the stent within the microcatheter, the rhv was opened enough to allow passage of the device through without damage. No excessive force was applied at any point while advancing the stent within the microcatheter. Friction was noted inserting the stent into the microcatheter hub. Product analysis found the proximal stent stabilizer and stent delivery catheter were both kinked/bent. The distal pusher wire was broken showing damaged frayed edges. The stent was deployed on the table, and copious amounts of blood was evident. The stent was found to be intact and no anomaly was present. An assignable cause of not confirmed will be assigned to the as reported  - stent migrated inside microcatheter as the stent was returned inside the streamline delivery outer catheter. An assignable cause of procedural factors will be assigned to the as reported - stent difficult/unable to advance or pullback through catheter, and as analyzed ¿ stent stabilizer kinked/bent,  - stent stabilizer broken/fractured during use, and - stent delivery catheter kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device revealed that the subject stent stabilizer was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.